Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the m1 segment of the right middle cerebral artery (mca) using a benchmark 6f 071 delivery catheter (benchmark) and non-penumbra sheath. During the procedure, while attempting to advance the benchmark through the sheath, the physician experience resistance and reported that the benchmark would not fit into the sheath. Consequently, the distal tip of the benchmark became ovalized and kinked. Therefore, the benchmark was removed. The physician decided to end the procedure due to unfavorable aneurysm location. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the benchmark was kinked approximately 5.5, 8.0, 41.5, and 87.5 cm from the hub. The benchmark was ovalized approximately 77.0 and 91.0 thru 100.0 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed that the distal shaft of the catheter was ovalized and kinked. If the benchmark is forcefully gripped or mishandled during insertion, damage such as ovalization may occur and resistance maybe encountered. Further advancement against resistance may result in a kink. Further evaluation of the returned benchmark revealed additional kinked on the proximal shaft. These kinks were likely incidental to the reported complaint and may have occurred during packing of the device for return. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.